Event description:
Patient contacted dexcom technical support on (B)(4) 2015 to report permanent out of range signal on (B)(4) 2015. Dexcom technical support advised patient to perform reset on device. The patient did not report any injury or medical intervention.

Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The receiver device (9438-05/672rl), used with the complaint receiver device, was returned on (B)(4) 2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal could not be confirmed.